Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the pump was beeping and the display screen went blank after the patient was in the bathtub. The family member stated that he removed the battery, and there was blackish-brown moisture inside the battery compartment that appeared to have come from the battery. He stated that he inserted a new battery, and the pump booted up with normal display screen. This complaint is being reported due to the possibility that the pump lost power without user intervention.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.